Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 90 mg/dl at the time of incident. The insulin did exit during prime. The customer also reported that they experienced low blood glucose of 42 mg/dl and treated with juice. The customer stated that the low blood glucose went up to 44 mg/dl. It was also reported that the emergency medical services came. The insulin pump will not be returned for analysis.